Event description:
The manufacturer became aware of literature published by the department of orthopaedic surgery, anam hospital, korea university college of medicine, south korea. The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures,' published on january 24, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes an analysis of the clinical data that was collected on 121 patients and the cases in this study range from january 2010 to november 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced non-union, which required total hip arthroplasty. The report states, ¿among 56 patients without posterior fully threaded screws, a total of 11 patients were excluded: 5 patients with follow-up duration less than 1 year, 4 patients who underwent total hip arthroplasty for avascular necrosis of the femoral head (3 patients) and nonunion (1 patient).¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged non-union, which required total hip arthroplasty, could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. Link to the published article: https://pubmed.ncbi.nlm.nih.gov/32089281/.

Event description:
The manufacturer became aware of literature published by the department of orthopaedic surgery, anam hospital, korea university college of medicine, south korea. The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures ¿, published on january 24, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes an analysis of the clinical data that was collected on 121 patients and the cases in this study range from january 2010 to november 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced non-union, which required total hip arthroplasty. The report states, ¿among 56 patients without posterior fully threaded screws, a total of 11 patients were excluded: 5 patients with follow-up duration less than 1 year, 4 patients who underwent total hip arthroplasty for avascular necrosis of the femoral head (3 patients) and nonunion (1 patient) ... ¿